Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 8/28/90 and removed on 7/22/97 because it was "malfunctioning." Add'l info rec'd from the physician stated that a "fluid leak" was noted. A resipump and two cylinders were returned for eval. Requests have been made for add'l info surrounding the incident, however, to date the requested info has not been rec'd. Without the requested info, qa is precluded from commenting on the events surrounding the incident. Should add'l info be rec'd, qa will re-evaluate this complaint in accordance with procedures. Examination and testing of the returned components revealed a separation/leakage site in the non-serialized outlet's strain relief. The separation is located posteriorly proximally to the pump body. A crease mark is noted extending from either side of the separation, and an area of abrasion is noted surrounding and penetrating the site. Further examination revealed that three add'l crease marks. Two are located in the strain relief distal to the separation. The third is located in the exiting tubing at the strain relief/tube junction with a confined area of abrasion adjacent to it. Also, the strain relief and exiting tubing are curved, indicating that they were in a similar position for an extended period of time. Based on qa examination and the limited info rec'd, qa concluded that while in-vivo the non-serialized outlet's strain relief and tubing were bent and partially kinked, and abrading against themselves. Qa further concluded that this positioning, in combination with device usage over time, contributed to sufficient stress(s) to rend the strain relief at the noted site. This rent would allow the loss of fluid and render the device inoperable.

Event description:
Per the info provided to co by the physician's office, the device was removed due to a "fluid leak." As reported to co, the entire device was removed and replaced with same model prosthesis, produced by the same MFR.